Manufacturer narrative:
A correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined. Review of the submitted system controller log file confirmed several pump power elevations ranging from 7.1 watts to 11.1 watts. No atypical alarms were captured in the log file. Hemolysis is listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, the patient was admitted to the hospital on (B)(6) 2017 with elevated lactate dehydrogenase (ldh) levels and a low inr. A system controller log file reviewed by the manufacturer¿s technical services representative contained 4 pump power elevations above 10 watts. The patient only received heparin-coumadin bridging for the low inr. The patient¿s ldh remained elevated. Reportedly, the patient was not a surgical candidate for exchange due to unspecified co-morbidities and was discharged home. No additional information was provided.